Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer reported that they did not use the connecting tube maj-2358 in conjunction with this device when reprocessing jf endoscopes for 18 months. Other detailed information was not provided. There was no report of patient injury associated with the event.